Manufacturer narrative:
(B) (4). (B) (4). Empty fired through. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through, in addition the orange indicator was misassembled. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed". No functional test could be performed due to the returned condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was spitting clips and they were removed with graspers through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.